Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, when the physician tried to inflate, the physician stated there was no fluid transfer. During the procedure, it was found that the pump had a break between the grooves - on the pump, with the grey tubing facing left, the break was found in the superior aspect, close to the deflate bars. The device was removed/replaced.